Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Please see medwatch report # 2032227-2014-37182

Event description:
The customer reported that inside of the reservoir is moist and she was experiencing high blood glucose. Advised the caller to check for cracks/splits in the barrel and did not find any. Instructed the customer to return the reservoir and transfer guard for further analysis. No additional information was provided.